Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced headache and shortness of breath. The bg was 700 mg/dl while the cgm read low (no cgm value provided). The patient was transported to the emergency department (ed) for evaluation. The patient was administered unspecified insulin per the patient's normal dosing prescription. The patient was monitored for approximately 6 hours before being discharged. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.